Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was explanted and exchanged in a secondary procedure for a non company lens. Additional information has been requested and received stated that event has been resolved, there was no patient harm and surgeon prognosis was good.

Manufacturer narrative:
The lens was returned wrapped in a surgical sponge. Solution was dried on the lens. The optic was cut into piece, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge. The handpiece and viscoelastic indicated were not qualified. The only qualified handpiece for the lens model is the company handpiece. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the lens 20.5 diopter (1.5 extended depth of focus) was replaced with a non-company non-extended depth of focus lens (dxr00v21.0). The exchange for a 0.5 diopter higher non-extended depth of focus lens model may suggest that the replacement lens was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).